Manufacturer narrative:
A photographic image of the duo guard filter was received back for investigation. Visual inspection of the image confirmed that the filter was separated into two parts, as described by the customer. The filter housing is both glued and welded and, it is validated to take an internal pressure of 30 kpa without breaking. Our conclusion from this investigation is that the filter was defective. Despite of our requests, no filter has been returned. For this reason, the root cause for the separated duo guard filter has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the duo guard filter, which was connected to the expiratory side of the patient circuit, blew apart while the ventilator was connected to a patient. (B)(4).